Event description:
Caller tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.8 inr. Customer's warfarin was held based on both the meter and lab results. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.